Event description:
It was reported to medtronic minimed that the customer experienced motor error alarm and drive support cap was damaged. The customer reported no adverse event. The event involved product(s) mmt-751nal. Troubleshooting was performed and confirmed customer received motor error alarm and drive support cap was damaged. No harm requiring medical intervention was reported. No product return is required for mmt-751nal. It was unknown whether continued using the device or not.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Drive support disk was inspected, and no anomaly was noted. Unit alarmed motor error during rewind. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to motor error alarm. Pump history download using thds was successful. Found alarmed motor error on (B)(6) 2024 08:25:15 and on (B)(6) 2024 16:34:01 in file history. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Motor test failed at motor encoder signal out of phase. The test p-cap/reservoir does lock into place. Unit had cracked lcd window, scratched case, cracked case at display window corner, cracked reservoir tube lip, stained keypad overlay, stained address/serial number label and stained end cap sticker. Motor error during rewind due to motor encoder signal out of phase confirmed. Loose drive support disk not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.